Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a possible right ventricular (rv) lead perforation and pericardial effusion. It was suspected that the lead had migrated. One litre of blood was drained from the patient's heart. The lead remains in use. No further patient complications have been reported as a result of this event.